Event description:
It was initially reported the monitor showed a large red cross during patient use. However, this report has been updated to clarify the issue was found during operational test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The reported issue was evaluated by philips authorized service provider, based on the information available, the cause of the reported problem was battery failure, the reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacing the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nurse connected the defibrillation monitor to the patient preparing for angiography to monitor the vital signs. After the power was switched on, the monitor showed a large red cross for failure, so it could not be used. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.